Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combi set "t" connection on the combi set smartech was broken and came apart during dialysis. The biomedical technician (bmt) stated the broken t connection caused air to be introduced into the system. The patient¿s treatment was discontinued and the patient¿s blood was returned. The patient was able to resume and complete their remaining hemodialysis treatment after re-setting up supplies on the same machine. It was reported the machine alarmed with an air detected alarm. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 50 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a combi set "t" connection on the combi set smartech was broken and came apart during dialysis. The biomedical technician (bmt) stated the broken t connection caused air to be introduced into the system. The patient¿s treatment was discontinued and the patient¿s blood was returned. The patient was able to resume and complete their remaining hemodialysis treatment after re-setting up supplies on the same machine. It was reported the machine alarmed with an air detected alarm. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 50 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was available to be returned for evaluation.